Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the common bile duct on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient had an obstructed biliary duct due to a mass in the pancreas. No issues were noted to the device prior to its use. Additionally, the patient's anatomy was reported to be tortuous and it was not dilated prior to the stent placement. During the ercp procedure, the physician attempted to deploy the stent within the common bile duct; however, there was much resistance and it could not be deployed. Subsequently, another attempt was made to deploy the stent but it would not deploy and the physician "heard it snap." The stent was removed from the patient fully constrained on the delivery catheter and another wallflex biliary rx partially covered stent was used to complete the procedure. Outside of the patient, it was noticed that there was a crack in the delivery catheter at the guidewire access port. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the common bile duct on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient had an obstructed biliary duct due to a mass in the pancreas. No issues were noted to the device prior to its use. Additionally, the patient's anatomy was reported to be tortuous and it was not dilated prior to the stent placement. During the ercp procedure, the physician attempted to deploy the stent within the common bile duct; however, there was much resistance and it could not be deployed. Subsequently, another attempt was made to deploy the stent, but it would not deploy and the physician "heard it snap." The stent was removed from the patient fully constrained on the delivery catheter and another wallflex biliary rx partially covered stent was used to complete the procedure. Outside of the patient, it was noticed that there was a crack in the delivery catheter at the guidewire access port. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4) for the reported issue of delivery catheter broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was fully mounted on to the stent delivery system. The outer sheath was retracted by approximately 6 mm from the distal tip. It was noted that the catheter was kinked along its length. The inner shaft was kinked and partially exiting the guidewire access port. During a functional analysis when the distal handle was retracted, the inner shaft exited further through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The inner shaft was kinked along its compressed area, from where it had exited through the guidewire access port. No issues were noted with the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. Based on the investigation results, which revealed that there was no damage to the outer sheath, this is no longer considered a reportable event.